Manufacturer narrative:
An event regarding size/fit issue involving a uhr head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates visible scratches on the surface of the head was observed that consistent with the assembly attempt. Dimensional inspection not performed as device has been assembled. Polyethylene component would have been deformed as a result and in its current condition would not be an accurate reflection of its original manufactured condition. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: dimensional inspection not performed as device has been assembled. Polyethylene component would have been deformed as a result and in its current condition would not be an accurate reflection of its original manufactured condition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Primary procedure, right hip. It was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. The devices were wasted and a 28 -4 lfit head with a competitor bipolar component was used to complete the surgery successfully with a surgical delay of approximately 10 minutes. A usage sheet showing the wasted implants was supplied, and the devices are available for return, but no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. The devices were wasted and a 28 -4 lfit head with a competitor bipolar component was used to complete the surgery successfully with a surgical delay of approximately 10 minutes. A usage sheet showing the wasted implants was supplied, and the devices are available for return, but no further information will be available.